Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was a right ventricular lead integrity alert.

Event description:
It was reported that the patient presented with noise episodes, the noise reproducible with provocative testing (isometrics and standing). Oversensing was also noted. The noise stopped upon sensing reprogramming to rvtip-rvcoil. Later, high pacing impedance was noted and detections were turned off. Later it was reported that the ring was fractured. Sensing was changed to integrated bipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional noise episodes occurred, and eventually the patient received two inappropriate shocks. The defibrillation portion of the lead was programmed off, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead implanted: (B)(6) 2012; 457445cah lead implanted: (B)(6) 2001. (B)(4).